Event description:
This is the first of 2 mdrs for the same event, to report 2 "sustpect devices." Approximately 4 1/2 months post op, x-rays taken at a follow-up visit showed that two screws were broken. Approximately 5 month post op, device was explanted.